Manufacturer narrative:
The malfunction was verified and attributed to a foreign substance found on a trace near a capacitor on a high voltage module. The high voltage module was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message and failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.